Event description:
It was reported the patient¿s leads were removed in (B)(6) 2014 for a back surgery. The stimulator remained implanted. On (B)(6) 2015, the patient had surgery to implant new leads. The stimulator was not working due to being overdischarged, so it also had to be replaced. The stimulator would not restart. The patient was receiving effective stimulation following the replacement.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).